Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. The watertightness of the instrument channel was not maintained by perforations due to external factors. Poor continuity of the insertion section was confirmed. The distal end cover was scraped due to external factors. The angulation was insufficient due to the elongation of the angle wire. Due to handling, there was a leakage from the light guide bundle, control section, grip unit, up/down plate, and universal cord. The light guide bundle was broken due to external factors. The insertion tube was crushed due to external factors. There was a strange noise when operating the bending section. The control section, remote switch, grip unit, up/down plate, universal cord, rotating mechanism, boot, angulation control lever, and endoscope connector were scratched due to external factors. The adhesive of the bending section rubber was chipped. Dirt that was difficult to remove had adhered to the universal cord due to insufficient cleaning. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, the reported event may have been caused by excessive handling by repeated wiping of the outer surface of the insertion section, or by chemical degradation due to chemicals. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the coating of the insertion tube greater than 1x1 square millimeter was peeled off due to an external factor. There was no report of patient injury associated with the event.